Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right atrial lead was inappropriately capturing the right ventricle due to lead dislodgement. The lead was explanted. No patient symptoms or additional information was reported.